Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
It was found by the arjo service technician that the side rail panel was detached from the side rail mechanism. No patient was involved when the issue was detected. No injury was reported.

Manufacturer narrative:
It was found by the arjo service technician that the side rail panel was detached from the side rail mechanism. No patient was involved when the issue was detected. No injury was reported. Based on the photographic evidence provided the screws which held the side rail panel to the mechanism were pulled out. The technician assessed that the damaged occurred due to collision between side rail panel and one of width extension sections which allows to extended the width of the bed. The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ based on the above, it has been determined that the side rail became damaged because it was caught by the extension section. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved when the issue was detected, no injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.